Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat assay result for one patient tested on a cobas 6000 e 601 module. The initial result was reported outside of the laboratory and was questioned by the doctor, which prompted a rerun of the patient's sample. The patient's sample was rerun twice. The initial result at 7:37 pm was 10.30 ng/l. The repeat result at 8:15 pm was 70.71 ng/l. The repeat result at 8:48 pm was 70.67 ng/l. The reagent lot number is 530939. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat assay result for one patient tested on a cobas 6000 e 601 module. The initial result was reported outside of the laboratory and was questioned by the doctor, which prompted a rerun of the patient's sample. The patient's sample was rerun twice. The initial result at 7:37 pm was 10.30 ng/l. The repeat result at 8:15 pm was 70.71 ng/l. The repeat result at 8:48 pm was 70.67 ng/l. The reagent lot number is 530939. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.